Manufacturer narrative:
Other relevant device(s) are: product ID: 9735764r, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that no parts of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that when the manufacturer representative powers on the system, it does not boot. The system displays the medtronicsplash screen then goes black. The camera cart says no video detected. Troubleshooting confirmed that the uninterrupted power supply (ups) is sending power to the computer. Computer boots up and fan is running. A reboot of the system could not resolve the issue. Replacing the ssd and computer also did not resolve the issue. The monitor displayed the same behavior, booting immediately to medtronic black splash screen with no input detected on camera cart. The system was booted into admin desktop by holding escape while hard booting up. It was suspected that the computer was the initial problem and the replacement computer was shipped with damaged ssd. It was confirmed that the ups lights are illuminated and powering monitor and all cables are seated. There was no patient present at the time of the event.

Manufacturer narrative:
The ssd was returned to the manufacturer for analysis. After replacing the ssd and monitor displayed the same behavior. Ssd was tested and is not configured to the a system but boots to login screen as expected. Further testing shows the 2nd ram card is defective also unknown if the two are related but as is, the system will not boot, no video output, no error messages. Replacing the computer resolved the issue. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.